Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had buttons harder to press. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. The customer stated that insulin pump was cracked in corner of screen. Customer stated that belt clip was falls off and battery cap comes undone. The device will not be returned for analysis.